Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Lockout premature. The analysis results of the er420 found that it was received with the firing mechanism jammed. In order to evaluate the device's internal components it was disassembled. Upon disassembling of the device, the latch was found to be damaged, causing the found jamming issues. A possible cause of this issue may be the initiation of the firing sequence when the trigger has not been completely returned to home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, the scrub nurse removed the device from packaging and squeezed handles once to prep instrument for use. (Sales rep did not notice if she checked that a clip had been loaded correctly.) She passed to the consultant who closed the clip applier jaws over the vessel; however, no clip was deployed. On removal from the patient, the handles of the applier were jammed shut and the scrub nurse had to use a pair of scissors from her tray to remove two clips that were jammed between the jaws. The clips were in their original shape and were not deformed at all. Another device was used to complete the procedure.